Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the historical data, possible causes include electrical problems due to open or short circuit, signal loss, material problem due to degradation, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device exhibited an e853 error. The issue was found during an unspecified procedure. There were no reports of patient harm.